Event description:
It was reported that the core universal driver ran without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered within the sockets.